Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years post filter deployment, patient presented with abdominal pain. Subsequent, CT revealed a total of 8 prongs have perforated through ivc with maximum distance of 18.99 mm and coronal and sagittal images reveal 8.70degree tilt and 15.06degree tilt respectively. Additionally, one of the prongs of the ivc filter extends leftward outside the ivc wall into the posterior wall of aorta with a maximum distance of 7.61 mm outside the ivc. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the eight filter struts have perforated the ivc with one strut perforating into the posterior wall of the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.